Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced, oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the lead, as the lead is capped off inside the patient. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. The event will be reopened if additional information becomes available

Event description:
It was reported that during a pacemaker replacement procedure, this lead had a drop in impedance from 600 ohms to 190 ohms; the lead was capped and successfully replaced without issue. The lead was actively implanted for approximately 4 years, 4 months.